Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and approximately 200 ml of fluid were removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)), cool flow pump ((B)(4)), pentaray nav catheter ((B)(4)), and soundstar catheter ((B)(4)).(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the physician completed left pulmonary vein isolation and were completing the ablation around the right pulmonary vein¿s. The patient had drop in blood pressure and was treated by certified registered nurse anesthetist (crna). The blood pressure returned to baseline briefly then dropped again and pericardial effusion was noted on intracardiac echo. The procedure was stopped, and the patient was prepared for immediate pericardial centesis. Pericardial centesis was successful with 200 ml of blood aspirated, drain placed and attached to hemovac suction. Heparin treatment was reversed. The patient extubated and taken to ICU in stable condition. The physician¿s opinion regarding the causality of the perforation/tamponade was possible pressure from curve of sheath, agilis, on the ablation catheter.